Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the ar40e monofocal iol (intraocular lens) was inserted into the patient's eye and had to be cut out during the same surgical procedure. The incision was enlarged, a vitrectomy was performed and suture was used. Additional information was received and it was learnt that the customer believes that the issue was not related to the lens, but it could have been related to the patient anatomy, or the doctor or something else. The patient went home aphakic and was going to follow-up with a retina surgeon for resolution. No additional information was provided.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 03/14/2019. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the lens was cut, and the two haptics were distorted. Viscoelastic residue was observed on the lens surface. Based on the evidence observed, it was not possible to confirm if the defects observed were related to manufacturing, as the reported device was handled and prepared for surgical procedure. The complaint issue could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed and no deviation/discrepancies were found during process related to the complaint issue reported. The documentation shows that the production order was manufactured and released according to specifications. A search of complaints revealed no additional investigation request was received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation there is no indication of product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.